Manufacturer narrative:
Batch review performed on 30 november 2021: lot 176154: (B)(4) items manufactured and released on 08-jan-2018. Expiration date: 2022-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: batch review performed on 30 november 2021: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot 1907819: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in for a post-op appointment and post-op x-rays indicated that the poly had disengaged from the tibial tray and the cause is unknown. The surgeon revised the insert 11 months after primary and the surgery was completed successfully. The liner screw was not used in primary surgery.